Manufacturer narrative:
The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The molded head, the tube and the balloon exhibited a yellow discoloration. The balloon exhibited a multidirectional burst that extended circumferentially around the balloon body. The balloon material was inspected under magnification; no anomaly was observed on the material that could identify a potential point of origin for the burst. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from new zealand stating the low-profile transgastric-jejunal enteral feeding tube balloon burst. The patient's family member was instructed to use a slip lock syringe to inflate the enteral feeding tube balloon. The balloon was filled with 5ml of distilled water. A tear was noted at the side of the balloon. The device was in use for 24-days prior to the event. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned by customer.